Event description:
It was reported during a laparoscopic cholecystectomy the er220 clips were not closing securely, and were sliding off the cystic duct and artery. The applier was discarded, but the rep is returning the clips. There was no consequence to the patient.